Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump stopped delivery overnight and he received a no delivery alarm. The customer's blood glucose reading was 345 mg/dl. The customer stated that the alarm was resolved by a reservoir change. The customer was advised to call back if the alarm recurred. Nothing was replaced or returned.